Event description:
Pt was explanted due to infection. The pt reportedly developed an infection approx one week post implant. Both the lead (including electrodes) and generator were explanted. The surgeon plans to treat with antibiotics and consider reimplant in 6 months. Both preoperative and intraoperative antibiotics were prescribed at the time of initial implant surgery, as well as a course of postoperative antibiotic therapy. The ncp system tunneling tool was used as a single-use-only device during the implant procedure. The pt had not undergone any surgical or dental procedures or invasive monitoring either post implant or three months before implant and is not implanted with any other devices. Treating physician indicated that the pt had irritated/scratched at the incision site.